Event description:
A malfunction occurred on the customer's pump, specifically identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support again if the issue reappeared.